Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 with high blood glucose over 800 mg/dl. The customer reported experiencing diabetic ketoacidosis which was caused by a bent cannula on the infusion set. The customer reported feeling sick and vomiting prior to the hospitalization. The customer was treated with an IV drip and the insulin pump was removed from their body. It was also reported the customer was spilling cardiac enzyme, but their heart was not damaged. The customer was wearing the insulin pump at the time of the hospitalization. The customer also reported a keypad anomaly. Customer stated the scroll bar was moving without input from the user. Customer's current blood glucose was 54 mg/dl. The insulin pump will be returned for analysis.